Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377860, lot# v007983, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient is having a problem with their device/therapy. The patient reported that he was getting a MRI for their back pain. The patient reported his first ins worked great to block pain to the point where he could walk 2 miles every day until a chair broke at work and he fell. The patient said he must have busted the leads when he had fallen when the chair broke because since then he had back pain and the stimulator didn't block the pain. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that on (B)(6) 2014 a chair broke and after the fall, the device was no longer blocking their pain. The patient clarified that was the problem they had experienced. The patient stated that their old implantable neurostimulator (ins) was over nine years old, so it shut off and their previous physician replaced it. It was noted that a manufacturer representative assisted when the ins was installed. No further complications were reported or anticipated.